Event description:
It was reported a patient underwent a total knee replacement on (B)(6) 2024 and topical skin adhesive was used. Patient had reaction to the product after using it to close a post operative wound. Redness, blisters, swelling all surrounding the surgical incision in the shape of the adhesive strip. The strip was removed immediately. The patient was placed on antihistamines as well as steroids and an antibiotic. Patient is stable, healed. Unknown if the device was available for return. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Additional information provided: they would like to report the reaction and send a picture as this would be helpful for your research and development department. Additional information has been requested and received. Here are the answers to your inquiry to the best of my knowledge. Please understand that I am the nurse navigator at the private practice where the patient was being treated. We saw the reaction at the office post operatively however the procedure was done at a nearby hospital where the product was ordered and applied. ¿ what is the account name? (B)(6). ¿ what is the procedure name? Total knee replacement. ¿ what is the procedure date? (B)(6) 2024. ¿ what date did the reaction occur on? Post op day one (B)(6) 2024. ¿ what does the reaction look like and how large of an area does the reaction cover? Redness, blisters, swelling all surrounding the surgical incision in the shape of the prineo strip. ¿ do you have any pictures of the reaction? Yes, they were sent originally. ¿ was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. The strip was removed immediately. The patient was placed on antihistamines as well as steroids and an antibiotic. ¿ if medication was required, please clarify if it was prescription strength. All oral antibiotics. No topicals used. ¿ can you identify the product code and lot number of the product that was used? No. ¿ what is the most current patient status? Stable/fair/skin healed. ¿ is the device available to be returned for evaluation? No. ¿ was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Yes, previous knee replacement on opposite side. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Please forward the photo as it was not received. Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: a1, a2, a3a, b7 additional information has been requested and received. Please describe how was the adhesive was applied. The adhesive was applied in the or at then end of the procedure. Care was taken to not overuse the liquid activator and the excess was removed immediately from the patients skin. Care was used to make sure liquid activator was only on the mesh tape and not the skin. What prep was used prior to, during or after adhesive use? Chlorahexidine scrub with chlorahexidine prep x2. The skin was cleaned with normal saline. Nothing was used at the time of product use and the patient did not apply anything to his skin. Was a dressing placed over the incision? If so, what type of cover dressing used? 4x4 guaze and an ace wrap which was left on for 3 post operative days is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? None known is the patient hypersensitive to pressure sensitive adhesives? Denies sensitivity was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? No patient demographics: initials / ID, gender, age or date of birth; bmi v.d., male, 69 years old, bmi 30.4 patient pre-existing medical conditions (ie. Allergies, history of reactions) none known has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? The patient did have a history of another knee replacement within the same year that had a similar reaction but no where near this degree. Name of surgeon? Paul m. Lombardi, md what is the physician¿s opinion as to the etiology of or contributing factors to this event? The physician feels the more exposure to the product the worse the reaciton. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. You had mentioned a photo of the reaction was provided, however we have not located the photo. Is it possible to re-send the photo? Pictures you requested : 5 images. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.